Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a boston scientific advantage fit system device was implanted into the patient during a procedure. Reportedly, the patient was complaining of pain in her lower back which deteriorated on walking; and pain down the front of the legs when running which equated to be a period type of pain. The back could be very stiff and limited some activities and made it difficult for the patient to walk any great distance. The patient was also complaining of tenderness over the pubic bone which made wearing tight clothes uncomfortable. Subsequently, the patient was referred to mesh center. Boston scientific has been unable to obtain additional information regarding the event to date despite good faith efforts.